Event description:
Information was received from a patient regarding an external device. The reason for call was patient was not able to charge the implant today. Patient was getting no device found. Patient thought the implant was at 60%. Patient reset the controller a couple of times and it did not resolve the issue. On the call instructed patient to go into passive recharge mode. Patient got passive recharge mode (prm)  middle number 86. Patient said they could stand on their head and press on recharger very hard and could get 95. Patient mentioned they do not wear the belt as it never worked for them and generally sat in the recliner when recharging. Patient mentioned they were fat. On the call the screen then went back to normal charging screen. Controller was at 100% and implant was at 80%. It showed excellent recharge quality. Patient then reported the recharger started getting hot. A request was sent to repair to replace the recharger. Patient mentioned they had problems with the equipment before. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [recharger], model [97755-s], s/n (B)(6), revealed. Analysis found "failed-rms voltage at the h field probe." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.